Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold and undersensing was noted on right ventricular lead. The physician explanted and replaced the lead. The patient was recovering from the lead revision procedure.